Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that during a procedure there was no aspiration with the handpiece. The case was completed using an alternate handpiece. There was no patient impact. Additional information was requested, but none has been received to date.

Manufacturer narrative:
The first phaco handpiece was examined and the reported event was not replicated. No problem was found. . A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on july 2, 2014. Based on qa assessment, the product met specifications at the time of release. The first phaco handpiece was examined and the reported event was not replicated. No problem was found. . A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on july 2, 2014. Based on qa assessment, the product met specifications at the time of release. Both handpieces were found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).